Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged to a rehab center on (B)(6) 2023 on eliquis (apixaban) 2.5 mg twice per day. The patient was readmitted from home on (B)(6) 2023 with neurological changes. The patient had not been compliant with taking medications per their careprovider. A computed tomography scan revealed embolic stroke, a large bilateral posterior cerebral artery cerebrovascular accident (cva). Midbrain cva, and a right middle cerebral artery cva. Care was withdrawn and their ventricular assist device (vad) was discontinued. The patient passed away. The pump operated as expected and vad parameters were stable. No autopsy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.